Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. On (B)(6) 2015: the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 8 years 3 months post implant of perfix plug, patient was diagnosed with hernia recurrence, scar tissue and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists pain and hernia recurrence as possible complications. Updated fields: a2, a4, b2, b4, b5, b7, d4, d.6b (date of explant), e3, g1, g3, g6, h2, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. (B)(6) 2015: the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with bilateral inguinal hernia thereby underwent repair with implant of two perfix plug (device #1 & device #2). Per operative notes, ¿in the right inguinal region, the hernia sac was reduced, a perfix plug (device #1) was placed and sutured. In the left inguinal region, the hernia was reduced, a perfix plug (device #2) was placed and sutured circumferentially.¿ (B)(6) 2015 - patient was diagnosed with recurrent left inguinal hernia thereby underwent repair with partial explant of perfix plug (device #2). Per operative notes, ¿a portion of the scar was excised. The cord partially attached to the perfix plug (device #2) was mobilized. The ilioinguinal nerve was identified, traced backward and divided. The medial floor defect was then dissected out and a portion of mesh excised. The hernia defect was reduced, a synthetic mesh was placed and sutured.¿ attorney alleges that the patient had nerve damage, partial mesh excision, pain, hernia recurrence and emotional injuries.